Manufacturer narrative:
(B)(4) 2015 04:34 pm (gmt-4:00) added by (B)(4): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before a coronary artery bypass procedure, the heartstring iii proximal seal was unable to be set in the tube. The doctor tried to load it with his fingers but he couldn't. According to the doctor, the seal may have been in the wrong position. A replacement device was opened and the same thing happened. A third replacement device used to complete the procedure and the surgical time was extended for 10 minutes. The hospital did not report any patient effects. (B)(4).